Event description:
A review of a (B)(6) female pt's download data revealed several check therapy pad messages. Zoll customer support contacted the pt and issued her a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) was confirmed. Upon investigation the black pulse wire in the trunk cable was open, which caused the reported belt alarms. The root cause for the open wire could not be positively identified but was likely excessive force on the trunk cable section. No adverse event resulted from the open wire. The pt received a replacement electrode belt.